Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(4). 2015, to report that on (B)(4). 2015, upon removal of the sensor pod from the patient's body, the sensor wire was possibly detached or missing. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body. No additional event or patient information is available.